Manufacturer narrative:
No additional information was received. The product was returned for evaluation and it showed contamination by the dso (downstream occlusion) sensor seal area. The reported complaint was duplicated and the primary problem was deemed to be fluid ingression / contamination on the dso sensor which was found to be customer induced. As corrective action, the dso sensor was replaced and a full pm (preventive maintenance) functional test was performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported the device indicated re-attached cassette error. No patient injury was reported.